Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d2, g1, g3, g6, h1, h2, h3 and h6. As reported, the black handle of a 5f mynxgrip vascular closure device (vcd) came off during deployment. Manual compression was used to achieve hemostasis. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the device was segmented in multiple pieces as the shuttle was returned separated from the black handle, and the distal portion was also separated from the main body of the device. The device was received with the stopcock opened along with the syringe used in the procedure attached to the returned device. The sealant was not returned in the device for this evaluation and the advancer tube was fully exposed. Therefore, it was concluded that a possible deployment/removal process of the device was executed. The device was inspected for damages that may have contributed to the reported event. It was appreciated that the separation of the segments received were induced due to unknown reasons. A dimensional analysis could not be executed due to the conditions of the returned device. The simulated deployment test could not be executed due to the conditions of the returned device. The body shaft of the catheter was completely separated; therefore, the advancer tube mechanism could not be verified. Per microscopic analysis, a high magnification analysis was performed at the separation border, where elongations could be observed that could be related to an interaction with a cutting tool during the handling of this device. Nevertheless, evidence of the core wire bonding was observed in the section of the barrel where the adhesion of the core wire occurs, as traces of adhesive substance could be confirmed in the distal portion. Additionally, the tamp lock presence was confirmed where one of the tamp locks was observed to be stuck in the advancer tube. The described scenario can be attributed to a deployment execution where the advance tube was exposed to push the sealant to the distal end. This condition is aligned with the fact that no sealant was returned for the study. The reported event of ¿catheter-catheter detachment¿ was confirmed through analysis of the returned device. However, the exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not difficult to determine what factors may have contributed to issues experienced since very minimal details were provided by the customer. However, the separated conditions of the shuttle and distal portion of the device were likely due to handling factors as evidenced by the elongations that could be related to an interaction with a cutting tool during the handling of this device. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the black handle of a 5f mynxgrip vascular closure device (vcd) came off during deployment. Manual compression was used to achieve hemostasis. There was no reported patient injury. The device will be returned for evaluation.